Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose was above 300 mg/dl and below 500 mg/dl with nausea and extreme thirst. It was reported that the patient remained on pump therapy, they was hospitalized recently and treated with an unknown treatment, and the pump's basal rate settings were recently change by a healthcare provider. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because device malfunction or use error could not be ruled-out as a cause or contributor to the reported serious health event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Product analysis: the device was returned and evaluated by product analysis on 11/16/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal occurred on (B)(6) 2015. The pump¿s total daily dose record was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).